Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarm noted. The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. However, intermittent button response was noted due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. The device was received with minor scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.